Event description:
It was reported that a drain placed in a male patient on (B)(6) 2011 for a status post ureter implantation broke upon removal on (B)(6) 2011. The drain broke approximately 1/2 inch below the suture line. It is unknown at this time if the physician felt resistance upon removal or if the drain was removed forcefully. The retained drain piece was removed via laparotomy on (B)(6) 2011. The patient was reported to be stable.

Manufacturer narrative:
No sample was returned for evaluation. The device history record could not be reviewed because the lot number was not provided. As a finished good, qa performs random visual inspections for damaged components prior to product release. The instructions for use states the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).